Event description:
It was reported that the guide wire was cut off. The target lesion was located in a vessel below the knee. A 300cm, 8cm poly tip v-18 control wire was used. However, during withdrawal of the device, it was noted that the wire was cut off in the rubicon catheter. The procedure was completed with a different device. No patient complications were reported and the patient was good.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/26/2018 09:18 am CT. The report number is being corrected from: 2134265-2018-64635.

Event description:
It was reported that the guide wire was cut off. The target lesion was located in a vessel below the knee. A 300cm, 8cm poly tip v-18 control wire was used. However, during withdrawal of the device, it was noted that the wire was cut off in the rubicon catheter. The procedure was completed with a different device. No patient complications were reported and the patient was good. It was further reported that the wire was intentionally cut and that the wire was snapped by a snare catheter. The device was returned for evaluation. Visual inspection observed that the distal tip was kinked and peeled off. The overall length and the outer diameter (od) of the distal tip were not measured due to the condition of the device. Od of the middle and proximal section of the device were noted to be within specification.